Event description:
It was reported that during a coronary stent procedure of a pre dilated lesion that had moderate to heavy calcification, the physician was unable to cross the lesion and upon removal of the delivery/stent device it was noted that the stent was missing. The physician used a balloon to retrieve the stent and got it back as far as the femoral artery where it came off the balloon. The stent remains in the pt's femoral artery. Pt status is listed as "okay".